Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a recurrent incisional hernia repair on (B)(6)2012 and mesh was implanted. The patient has experienced undisclosed injuries, requiring the removal of the mesh. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(6) - surgical intervention. Device code: (B)(4) hernia recurrence occurred it was reported that the patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) at (B)(6)center due to recurrent incisional hernia.